Event description:
It was reported that the surgeon was drilling a hole in the pt's skull, and the tip of the twist drill broke off. They were able to use a backup twist drill and complete the case.

Manufacturer narrative:
Device not returned for evaluation. Investigation in progress but not yet complete.